Event description:
It was reported that 1 bd vacutainer® plus blood collection tube each from lots 1228728, 1151084, and 1181919 underfilled during use. The following information was provided by the initial reporter: "from an audit carried out... There were multiple lot numbers affected i.e. Samples that were reported as underfilled... Lot: 1228728, exp.: 30/04/22. Lot: 1151084, exp.: 28/02/22. Lot: 1181919, exp.: 31/03/22. From prior discussions with our phlebotomy lead... She has confirmed their practice is to use a discard tube when necessary."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 23-mar-2022. H6: investigation summary: bd did receive 110 samples (100 samples for the batch: 1151084, 5 samples for the batch: 1228728 and 5 samples for the batch: 1181919) from the customer in support of this complaint. 5 returned and 20 retained samples from the bd inventory of each batch number: 1228728 and 1181919 were functionally tested with and the customer's indicated failure mode of underfill was not observed as all the tubes drew within specification. Additionally, the expiration date of the lot number involved: 1151084 (100 returned tubes) was february 2022. Bd was unable to confirm customers indicated failure mode based on the returned and retained samples test results for the batches: 1181919, 1228728. Bd was unable to duplicate or confirm the customer¿s indicated failure mode for the batch: 1151084 because the tubes has expired. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: . Medical device lot #: 1228728 medical device expiration date: 2022-04-30 . Device manufacture date: 2021-08-16. Medical device lot #: 1151084. Medical device expiration date: 2022-02-28 . Device manufacture date: 2021-05-31. Medical device lot #: 1181919. Medical device expiration date: 2022-03-31. Device manufacture date: 2021-06-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd vacutainer® plus blood collection tube each from lots 1228728, 1151084, and 1181919 underfilled during use. The following information was provided by the initial reporter: "from an audit carried out... There were multiple lot numbers affected i.e. Samples that were reported as underfilled... Lot: 1228728 exp.: 30/04/22 lot: 1151084 exp.: 28/02/22 lot: 1181919 exp.: 31/03/22 from prior discussions with our phlebotomy lead... She has confirmed their practice is to use a discard tube when necessary."